Event description:
During procedure to treat premature ventricular contraction, an intellanav oi catheter was selected for use. It was reported that the temperature sensor failed. Catheter was replaced with another of same device and procedure was completed successfully. No patient complications reported. The complaint device was not returned; therefore, product analysis could not be performed.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis could not be performed. If there is any further relevant information, a supplemental medwatch will be filed.